Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital due to infection. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Lot number was not provided; therefore review of the manufacturing records could not be completed. Although no product was returned, an investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that it was unable to pace from the beginning of use when the catheter was inserted in the right ventricle. The catheter was used for the external pacing to prevent complications in the ICU after a coronary artery bypass grafting (cagb) was performed. The catheter was replaced and the problem was solved. It is unknown if the patient had cardiac conduction defect. Patient demographic information requested but unavailable. The device was discarded by the hospital due to infection. There were no patient complications reported.